Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 19-jul-2019, UDI#: (B)(4); product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 07-mar-2020, UDI#: (B)(4). Product ID: 8784, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 04-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 200 mcg/ml of fentanyl at 26.05 mcg/day and 10 mg/ml of bupivacaine at 1.302 mg/day via an implantable pump for malignant pain and head/neck (non-malignant pain). It was reported the patient's managing doctor had been gradually increasing their daily dose since implant (B)(6) 2018 to find the correct dose. In (B)(6) of 2018 the patient stated they had not felt much relief on their right side jaw. Approximately two months earlier, in (B)(6) of 2018, the patient started getting "severe left eye pressure," experienced vomiting, and had difficulty functioning. The doctor decreased their daily dose and the left eye pressure improved and resolved. There were no other contributing factors at that time. The doctor started the patient on oral pain medications as needed and lowered the daily dose. The patient was referred for a dye study in order to check catheter placement and to try a new drug through the catheter. The dye and drug study was performed in (B)(6) 2018. Cerebrospinal fluid (csf) flowed freely and smoothly via the catheter access port (cap). The doctor was able to aspirate over 1 ml. The dye confirmed good placement in c1. The doctor injected dilaudid 0.5mg/ml, a total of 200 mcg, in the catheter. It was confirmed that the dye and drug study was successful clinically. The issue was reported as resolved as of (B)(6) 2018 and the patient's status was provided as alive - no injury at this time. Additional information was then received from the consumer via the manufacturing representative on (B)(4) 2019. The patient stated they had relief, but the pressure was an issue. A catheter revision was scheduled to pull down the catheter tip, due to the patient feeling pressure, especially after a bolus. It was indicated that the patient and the doctor agreed to a catheter revision to solve the issue. No further complications were reported or anticipated. Medical history included: head and neck, right jaw pain. Other medications being taken at the time of the event were not available. Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep reported the catheter revision occurred on (B)(6) 2019. It was indicated the patient had an appointment with their doctor on (B)(6) 2019 and the patient was feeling good after the catheter revision. The patient was doing well.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.